Event description:
Th customer reported via phone call that he had a high blood glucose but not hospitalized. Customer's blood glucose was 200 mg/dl. The customer was treated with insulin with the needle. Customer does not want to troubleshoot for high blood glucose but wants the insulin pump replaced. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.